Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during trial procedure, the patient developed infection at the implant site. Symptoms of fever and pain were noted. Antibiotics were prescribed. Infection was not procedure related and unknown if it was device related. The patient was admitted and the physician performed a thoracic wound exploration with incision and drainage. The patient had a lead pull.